Event description:
A malfunction alarm, code malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The issue was resolved with assistance from technical support, which provided pump reset information and helped the customer reset the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while contacting support if the issue arose again.